Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient's mother stated that this was patient's first time using device. The patient's mother stopped the sensor session and performed a reset. Dexcom representative advise patient's mother to allow the bluetooth pairing to complete before starting the sensor session which was unsuccessful. Dexcom representative then advised patient's mother to insert new sensor, clean back of transmitter, confirm two clicks to ensure proper seating, and allow the bluetooth pairing to complete before starting the sensor session. Dexcom representative instructed patient's mother on inserting a sensor, ensuring transmitter was snapped into place, and that other bluetooth devices were off, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received and downloaded. A review of the downloaded data log did not find any errors related to the customer complaint.